Manufacturer narrative:
(B)(4). Date sent: 01/07/2022. Additional information received: after the operator used the reload (ecr60d, u40p86), the firing process of the stapler was smooth. After firing, it was found that the rectal tissue was completely cut. The 1/2 staple line was poor. The staple line seepage occurred at the same time. The operator then used the suture to suture. The bleeding did not occur again. The operator continued to use this stapler to load the second cartridge of the same model to continue the rectal tissue transection. The firing process of the stapler was smooth. No device failure or patient injury occurred. Then the operator used the endoscopic curved intraluminal stapler (ecs29a, u95h01) manufactured by our company for end-to-end anastomosis between rectum and rectum. The surgeon fired the stapler after selecting the staple height of 1.5 mm. The firing process of stapler was smooth. The examination after firing found bleeding at the anastomotic stoma, and the device could not be removed. The surgeon then removed the device after removing part of the rectal tissue. The cutting washer was cut off and the tissue donut was incomplete. The staple was not formed in the resected tissue part. The surgeon then replaced another stapler of the same model to successfully complete the anastomosis. The operation time was prolonged for about 2 hours, and the intraoperative blood loss was unknown. The patient recovered well after the surgery and was discharged. Currently, no reports on subsequent complications were received.

Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the laparoscopic anterior resection of rectal cancer. The surgeon waited 15s before firing and done p to p, after fired, noted that the instrument was difficult to remove, then cut the tissue around the ecs29a and removed the device. The surgeon used another stapler to anastomose residual tissue and malformed staples with irregular shape after fired. There was no patient consequence reported. No additional information could be provided.